Event description:
It was reported that the customer reported that there is a series of lines blocking the "4"and "7" buttons of the number keypad on the bolus delivery screen. Customer is still able to interact with the touchscreen. There was no impact to customer's blood glucose levels. The customer reported that the pump would continue to be used for insulin therapy.